Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387-40, lot# v004552, implanted: (B)(6) 2006, product type lead. Product ID 3389s-40, lot# va1aqph, implanted: (B)(6) 2016, product type lead. Additional review indicates that information from manufacturer¿s report #3007566237-2017-01994 was already reported in this report. Any additional information regarding that event will be submitted as a supplemental submission to this report.

Event description:
The rep later reported that they measured a short on the same contact of the lead with a screening cable while intra-op for an unrelated issue. The cause of the issue was not determined and the patient experienced no symptoms related to the short circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 3558146 (rep) [information omitted about related event. See pe 701856307 ¿ infection, erosion, explant] information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that a short circuit was discovered on contact pair 0-1 at 33ohms. The contact was not being used in therapy and there was no therapy issue. There were no symptoms reported in relation to the short circuit. No complications or further complications were reported.